Manufacturer narrative:
The insulin pump alarmed during the displacement test due to motor excessive axial play. Displacement test was not performed due to compromised force sensor system alarm. The device had scratched reservoir tube window, cracked reservoir tube lip, and stained address and or serial number label.

Event description:
It was reported that the insulin pump alarmed during prime and insulin was squirt out of the tubing. Customer was disconnected during prime. It was stated that the piston continue to move forward after reservoir contact. No numbers appeared on screen and no beeps heard. The insulin pump was not bumped, dropped or exposed to moisture. Customer tried different infusion sets and was unable to prime. The drive support cap appears normal. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.